Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: the lot was manufactured from november 15, 2019 - november 19, 2019. H10: one(1) actual sample was received for evaluation. Unaided visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak form the top area of the additive port in the back of the bag. Additional magnified inspection was performed which verified a tear/hole at the top area of the additive port weld in back of the bag where the leak had occurred. The reported condition was verified. The cause of the condition was not determined. The remaining sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Reporter address: (B)(6). Additional phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the unspecified location. The leaks were discovered prior to patient use. There was no patient involvement. No additional information is available.